Event description:
It was reported that the patient presented to the emergency department at which time it was observed that the right ventricular (rv) lead was not capturing at maximum output. The r-wave amplitude and rv impedance had also decreased (values not reported). Per the physician, it was not clear if the loss of capture was due to the patient's worsening health or a lead issue. It was planned to perform further assessment of the device system. No adverse patient effects were reported. Additional information received indicated that a temporary pacemaker system was implanted as the rv threshold was beyond the programmable output of the implantable cardioverter defibrillator (ICD). It was noted that the new rv pacing lead was implanted via the jugular vein and that the patient was septic. The ICD tachy and brady therapies were deactivated. No complications were reported.

Event description:
It was reported that the patient presented to the emergency department at which time it was observed that the right ventricular (rv) lead was not capturing at maximum output. The r-wave amplitude and rv impedance had also decreased (values not reported). Per the physician, it was not clear if the loss of capture was due to the patient's worsening health or a lead issue. It was planned to perform further assessment of the device system. No adverse patient effects were reported. Additional information received indicated that a temporary pacemaker system was implanted as the rv threshold was beyond the programmable output of the implantable cardioverter defibrillator (ICD). It was noted that the new rv pacing lead was implanted via the jugular vein and that the patient was septic. The ICD tachy and brady therapies were deactivated. No complications were reported.

Manufacturer narrative:
Please refer to additional/changed impact coding in section f.

Event description:
It was reported that the patient presented to the emergency department at which time it was observed that the right ventricular (rv) lead was not capturing at maximum output. The r-wave amplitude and rv impedance had also decreased (values not reported). Per the physician, it was not clear if the loss of capture was due to the patient's worsening health or a lead issue. It was planned to perform further assessment of the device system. No adverse patient effects were reported.